Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2800-4000 ohms during the implant procedure. The lead was repositioned several times but the impedance issue could not be resolved. A second lead of the same model was attempted, but that lead exhibited helix issues, so finally the procedure was completed with a non-boston scientific lead. No adverse patient effects were reported. The attempted leads were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of 2800-4000 ohms during the implant procedure. The lead was repositioned several times but the impedance issue could not be resolved. A second lead of the same model was attempted, but that lead exhibited helix issues, so finally the procedure was completed with a non-boston scientific lead. No adverse patient effects were reported. The attempted leads were returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedance measurements observed during the implant procedure.